Manufacturer narrative:
The observed failure appears to be consistent with an overlarge down-force application of mechanical stress to the tube at or near the external collar of the port housing.

Event description:
Leak test performed with methylene blue. Leak from the body of the port specially when the tube was stressed. Port removed. System flushed. Port replaced. Nurses appointment notes: accessed port to perform fill, yellow/mucky fluid found, 3mls, not 6.5ml found. Patient attended xray: 0 mls of aspirate, therefore, significant volume loss., leak test was positive with leak evident at the port side of the main tubing.